Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, and reservoir were received for evaluation. Partial separations within abrasion were noted on the inlet tube of the pump. This is not a site of leakage. Abrasion was also noted on the longer exhaust of the pump. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tube of cylinder 2. No functional abnormalities were noted with either cylinder. A separation was noted in the inlet tube of the reservoir at the tube/strain relief junction. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. Based on examination of the returned product, it was concluded that while in-vivo the longer exhaust tube and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the inlet tube at the tube/strain relief junction of the reservoir. A separation of this type could then allow the loss of fluid, making the device inoperable a review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. D4 lot# 3296593.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted due to a leak by the reservoir. No device was replaced.